Event description:
Healthcare professional reported right side implant exchange due to concerns with the product plus a capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional later reported "hole, non-specific" and "ruptured". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, a broken assessed, as an unidentified (tear) opening (shell thickness within spec). And missing shell observed assessed, as inconclusive. Capsular contracture: unable to observed. Anxiety-product/procedure: unable to observed. As per the investigation procedure: (gel cloudy and particles) were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side implant exchange, due to concerns with the product. Plus a capsular contracture, baker grade iii. Healthcare professional, later reported, "hole, non-specific" and "ruptured". The device has been explanted and replaced.